Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights, hled. It was stated, that the headlight detached and fall. There was no medical intervention required, no injury or permanent damage to the body structure reported. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis was performed by the subject matter expert at the manufacturing site. Loose spring arm safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mention to check for any loose covers and the service protocol mentions to check the presence of the spring arm safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - hled. It was stated, that the headlight detached and fall. There was no medical intervention required, no injury or permanent damage to the body structure reported. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
Role of initial reporter: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.